Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed a blue particle inside the male luer shaft. Microscopic inspection of this particle was performed and revealed that the particle resembles a broken off center post of a non-baxter luer activated device the baxter sample became non- functional only after the blue particle became lodged inside the male luer shaft. Therefore, the baxter y type extension set is not non-conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set had a no flow issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.